Event description:
It was reported when using bd vacutainer® lithium heparinn 75 usp units blood collection tubes an unspecified amount of tubes contained white particulate matter in the plasma after centrifugation causing poor plasma. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor plasma (white particulate matter in the plasma) was observed. Additionally, retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of march 2024. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, poor plasma. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.